Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event was unconfirmed labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water did not return to the syringe during the deflation procedure of the pretest. Then the foley catheter balloon was deflated. About 10 ml of water was aspirated by syringe. The user tried to deflate balloon by spontaneous or gentle deflation by syringe. Usually, balloon can be deflated within few seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not return to the syringe during the deflation procedure of the pretest. Then the foley catheter balloon was deflated. About 10 ml of water was aspirated by syringe. The user tried to deflate balloon by spontaneous or gentle deflation by syringe. Usually, balloon can be deflated within few seconds.